Event description:
Customer reported an issue with the pm-8000 monitor's display which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Service rep replaced the units display. Functional and safety tested to factory specifications.